Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2024, the patient was found lying on the kitchen floor in a "coma". Prior to this, the patient was trying to get something to increase her readings because she knew she was low but before she could treat herself, she passed out. The patient was unable to provide cgm or bg values for the event but stated that the cgm was not accurate. The patient's husband called the rescue team and when they arrived, they treated the patient with dextrose and a glucose shot. The patient felt fine within 45 minutes after treatment. The rescue team let her rest and monitored her readings. When the patient was fine, they left. At the time of the report, the patient was doing fine. Data was received but does not reflect full investigation window. The allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.